Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped and the top was worn. The battery cap was unable to attach to the returned pump or to a test pump. The battery cap measured within specifications. The reported power complaint was duplicated. A new test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete testing. The pump was run for 24 hours and no power on resets were duplicated during investigation. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4).